Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and kidney infection ("infection (other) describe: kidney") in a (B)(6) year-old female patient who had essure (batch no. 674119) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, abdominal pain, cholelithiasis, depression, deep vein thrombosis, gastroesophageal reflux disease, vaginal discharge and cervicitis. Previously administered products included for an unreported indication: prozac. Concurrent conditions included fatigue, depression, anemia, somnolence, vomiting, fever, ovarian cyst, pyelonephritis, urinary frequency, urinary urgency, dysuria, urinary tract infection, vaginal abscess, diarrhea, weight gain, uterine bleeding, post coital bleeding, irregular periods, polycystic ovarian syndrome, menometrorrhagia and anxiety. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("lower back pain/ back pain") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type : yeast"). On (B)(6) 2011, the patient experienced kidney infection (seriousness criterion medically significant), 4 months 31 days after insertion of essure. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding, (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, kidney infection, female sexual dysfunction, dysmenorrhoea, abdominal pain and vulvovaginal mycotic infection outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, kidney infection, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in insertion date": (B)(6) 2010, (B)(6) 2011. The device was deployed with 3 trailing coils on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2011: results: total bilateral occlusion. Findings consistent with previous bilateral essure tubal device placement. Ultrasound pelvis - on (B)(6) 2011: unremarkable sonographic evaluation of the bilateral ovaries. Of note, a reported 4 cm right ovarian cyst present at the time of a recent outside CT study is not clearly identified and has presumably resolved. Suggestion of punctate calcific foci in the endometrium. On (B)(6) 2014: small peripherally oriented follicles within both ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, back pain, fungal infection, dyspareunia, vaginal bleeding, abdominal pain lower, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 6-may-2019: fu 1 and 2 processed together. Plaintiff fact sheet received : the event ¿injury¿ was replaced with the events mentioned in the pfs. Events added- pelvic pain, vaginal haemorrhage, menorrhagia, kidney infection, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, back pain, abdominal pain lower. Severity of back pain updated. Outcome of events¿ abdominal pain lower, back pain, dyspareunia ,vaginal haemorrhage , menorrhagia ¿ updated to ¿recovered / resolved¿.reporter information, patient details and product indication updated. On 8-may-2019: fu 1 and 2 processed together. Pfs and mr received : lot number added. Events added- fungal infection. Reporter information updated. Patients medical history and lab details updated. Product insertion date updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and kidney infection ('infection (other) describe: kidney') in a 29-year-old female patient who had essure (batch no. 674119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, abdominal pain, cholelithiasis, depression, deep vein thrombosis, gastroesophageal reflux disease, vaginal discharge and cervicitis. Previously administered products included for an unreported indication: prozac. Concurrent conditions included fatigue, depression, anemia, somnolence, vomiting, fever, ovarian cyst, pyelonephritis, urinary frequency, urinary urgency, dysuria, urinary tract infection, vaginal abscess, diarrhea, weight gain, uterine bleeding, post coital bleeding, irregular periods, polycystic ovarian syndrome, menometrorrhagia and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type : yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced kidney infection (seriousness criterion medically significant), 4 months 31 days after insertion of essure. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding, (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/ back pain"), abdominal pain lower ("cramping") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, kidney infection, abdominal pain, vulvovaginal mycotic infection, female sexual dysfunction, cystitis and dysmenorrhoea outcome was unknown and the back pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, kidney infection, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: the device was deployed with 3 trailing coils on both sides. Dye did not go through the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2011: results: total bilateral occlusion. Findings consistent with previous bilateral essure tubal device placement.. Ultrasound pelvis - on (B)(6) 2011: 1. Unremarkable sonographic evaluation of the bilateral ovaries. Of note, a reported 4 cm right ovarian cyst present at the time of a recent outside CT study is not clearly identified and has presumably resolved. 2. Suggestion of punctate calcific foci in the endometrium.; on (B)(6) 2014: small peripherally oriented follicles within both ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, back pain, fungal infection, dyspareunia, vaginal bleeding, abdominal pain lower, menorrhagia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received. New event: infection (bladder/ urinary tract/vaginal) type: bladder was added. Concomitant drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and kidney infection ("infection (other) describe: kidney") in a 29-year-old female patient who had essure (batch no. 674119) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, abdominal pain, cholelithiasis, depression, deep vein thrombosis, gastroesophageal reflux disease, vaginal discharge and cervicitis. Previously administered products included for an unreported indication: prozac. Concurrent conditions included fatigue, depression, anemia, somnolence, vomiting, fever, ovarian cyst, pyelonephritis, urinary frequency, urinary urgency, dysuria, urinary tract infection, vaginal abscess, diarrhea, weight gain, uterine bleeding, post coital bleeding, irregular periods, polycystic ovarian syndrome, menometrorrhagia and anxiety. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("lower back pain/ back pain") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type : yeast"). On (B)(6) 2011, the patient experienced kidney infection (seriousness criterion medically significant). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding, (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, kidney infection, female sexual dysfunction, dysmenorrhoea, abdominal pain and vulvovaginal mycotic infection outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, kidney infection, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in insertion date": (B)(6) 2010, (B)(6) 2011 the device was deployed with 3 trailing coils on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2011: results: total bilateral occlusion. Findings consistent with previous bilateral essure tubal device placement. Ultrasound pelvis - on (B)(6) 2011: 1. Unremarkable sonographic evaluation of the bilateral ovaries. Of note, a reported 4 cm. Right ovarian cyst present at the time of a recent outside CT study is not clearly identified and has presumably resolved. 2. Suggestion of punctate calcific foci in the endometrium.; on (B)(6) 2014: small peripherally oriented follicles within both ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, back pain, fungal infection, dyspareunia, vaginal bleeding, abdominal pain lower, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.